Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer was interested in obtaining a loaner pump.there was no adverse impact to the customer¿s blood glucose level.